Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was unresponsive without prior alarm. It was reported that the customer received audio beep anomaly. The customer's blood glucose level was reported to be 180mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.